Manufacturer narrative:
A hardware check was performed. The customer ran precision studies and these were outside of specifications. The field service engineer found a bent sample probe. The probe was corrected and adjusted. The gear pump pressure was adjusted. The analyzer was confirmed to be running back within specifications. The customer repeated patient samples and all results were reproducible. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one neonate patient sample tested with crp4 c-reactive protein gen.4 on a cobas 6000 c (501) module. The sample initially resulted with a crp value of 0.06 mg/l and this value was reported outside of the laboratory to the doctor. The doctor asked for a repeat of the sample as the patient was initially hospitalized due to high crp values. The sample was repeated, resulting with a value of approximately 7 mg/l, confirming the doctor's expectation. The sample was also repeated on (B)(6) 2021, resulting with a value of 7.7 mg/l. The crp reagent lot number was 52800401, with an expiration date of 31-jan-2022.